Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small hole. The hole is located near the distal end of the dilation balloon. No section of the balloon material or the shaft are missing from the device. When the balloon is inflated with water, a small and steady stream of water exits the balloon material at the location of the small hole. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. Product specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material pinhole is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, a cook hercules 3 stage wireguided balloon was used. Upon inflation, the balloon's shaft started leaking and pressure was lost. No section of the device detached inside the endoscope or pt. Another balloon was used to finish the procedure. Part of the shaft was left to pass naturally through the gastrointestinal tract. Other than finishing the same procedure by using another dilation balloon, the pt did not require any add'l procedures due to this occurrence. Other than the part of the shaft left inside the gastrointestinal tract, no adverse effects to the pt were reported as a result of this occurrence. Out lab results confirmed no portion of the device is missing.